Event description:
Pt underwent saparoscopic cholecystectomy and intraoperative cholangiogram. The umbilical port was removed. It was noted that th double thickness balloon of the balloon tipped catheter externally had split in multiple places. On inspection of the wound, there was a small strip of balloon material that was removed. Again on exploration of the area thetre was no evidence of any remaining material.

Event description:
Pt underwent laparoscopic cholecystectomy and intraoperative cholangiogram. The umbilical port was removed. It was noted that the double thickness balloon of the balloon tipped catheter externally had split in multiple places. On inspection of the wound, there was a small strip of balloon material that was removed. Again on exploration of the area there was no evidence of any remaining material.